Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal pacemaker replacement procedure, the patient went into respiratory arrest at the end of the procedure after the device was changed out. The attempted device was not returned.